Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and was found to have the jaw cover torn. The tears measured roughly .2730" x .1260". Visual inspection displayed no signs of missing fragments. The instrument was tested in-house, and the instrument initialized, clamped and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The jaws did not open and close properly as the cover is extended to the base of the jaws.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the synchroseal instrument could no longer be opened from the surgeon's console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem occurred after the operation was completed and the instrument was no longer in the patient. There were no adverse effects on the patient.